Manufacturer narrative:
Based on the claim against the product by the customer noting error on arm3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the double potentiometer of the vertical axis of arm 3 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error on arm3 while undocking the patient cart. It was stated that site had to convert because a clinical issue. A technical service engineer (tse) viewed the system event logs and saw error code 23072 pointing set-up joint (suj) 3 z axis. Therefore, tse asked the site to move up or down the suj3 and recover the fault. The issue was resolved with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information regarding this event. The conversion was due to the patient's anatomy and the presence of some parietal adhesions on the round ligament, which was very thick. The decision to convert was taken for medical reasons, and not because of any technical malfunction of the da vinci system. The system arm movements were a little difficult. The camera was constantly soiled by a ball of fat right next to it. It was hard for the surgeon to see the scissors hidden by these adhesions. The tension was rising in the operating room, and so was the surgeon's tension. Fortunately, there was no injury to the patient. For the most part, the operation ended well after conversion to laparoscopy. The patient was discharged the same day.

Event description:
Refer to h10/h11 for follow-up information.